Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. Unit also had minor scratched display window, missing reservoir tube o-ring, fading serial number label, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. No damage noted on the reservoir tube lip. Unit was received with a missing retainer, unable to verify damage to the retainer. The test infusion set and reservoir does not remain lock in place due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment was damaged and plastic ring had crack. The customer¿s blood glucose level was 10 mmol/l. The customer reported that insulin pump was not securely placed in place. The insulin pump will be returned for analysis.